Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, about 90 false positive flu a results were obtained. Confirmatory pcr testing was performed, and the results were negative. Erroneous results were not reported out, and there was no patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer is getting flu a + in every single test performed.

Manufacturer narrative:
Eua (B)(4). Medical device lot #: 077932 was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, about 90 false positive flu a results were obtained. Confirmatory pcr testing was performed, and the results were negative. Erroneous results were not reported out, and there was no patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer is getting flu a + in every single test performed.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 077932 is invalid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed because provided batch number 077932 is invalid. The complaint was unable to be confirmed. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.